Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when she expired. The pdrn reported the primary cause of death was cardiac arrest, secondary to hospice care and a significant cardiac history. Sudden cardiac death (scd) is responsible for the majority of cardiovascular-related deaths in patients with esrd. Additionally, hospice care is clinically defined as a medical intervention, with the expected outcome being the patient will expire as a result. Per the pdrn, the serious adverse event(s) was unrelated to any fresenius device(s) and/or product(s). Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6)2025 while connected to a liberty select cycler. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6)2025. The patient¿s daughter discovered the patient had expired when she went to help the patient disconnect from the liberty select cycler. The pdrn stated the patient reportedly passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6)2025 indicated the patient had completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the patient was undergoing hospice care at home due to terminal cancer and was performing ccpd for comfort measures only. The primary cause of death was cardiac arrest secondary to hospice care and a significant cardiac history. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2025 while connected to a liberty select cycler. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2025. The patient¿s daughter discovered the patient had expired when she went to help the patient disconnect from the liberty select cycler. The pdrn stated the patient reportedly passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2025 indicated the patient had completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the patient was undergoing hospice care at home due to terminal cancer and was performing ccpd for comfort measures only. The primary cause of death was cardiac arrest secondary to hospice care and a significant cardiac history. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.